Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array and thermally damaged u723 and u725 processors on the distribution node pca. The root cause for the damaged diode array and processors could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed an incoming pulse test.